Manufacturer narrative:
Our product evaluation laboratory received one 9f ava hf kit with a guide wire, one catheter over 20 gauge (0.9mm) needle and one 22 gauge (0.7mm) needle. The 18 gauge thin-wall needle was not returned. The guidewire freely passed a lab sample 18 gauge thin-wall needle. The guidewire outer diameter was measured to be 0.0345", which was within specification. The report of "the guidewire did not go through the needle easily" was not confirmed, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the introducer, to consider the potential benefits in relation to the possible complications. The techniques for insertion and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new guidewire. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the complaint investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use of an ava access device, the guidewire met resistance going through the needle. In order to continue the procedure, both the needle and guidewire were replaced, which resulted in a new stick. There was no allegation of patient injury. Patient demographics were requested but not available.